Event description:
The device was used during a laparoscopic fundoplication. Reportedly, the suture broke. After reloading the device, the needle broke and disengaged into the pt's cavity. The surgeon performed a laparotomy and was able to retrieve the component and complete the procedure. Bleeding occurred and the hospital has reported the pt's condition is satisfactory.